Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on the day of onset, the patient was treated with cefazolin 1 gram daily intraperitoneally for fourteen days and fortum 1 gram daily intraperitoneally for fourteen days for the peritonitis event. Dianeal therapies were ongoing. After sixteen days of hospitalization, the patient was discharged. The patient was recovered from the peritonitis event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.